Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the color bars could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the customer reported the image issue, an olympus field service engineer (fse) suggested that the customer clean the electrical contractor with alcohol and reconnect the device. When the same issue recurred, the fse evaluated the device on-site and confirmed the customer¿s allegation. The device was returned for repair; in addition to the image issue, the focus knob was found to be cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the 4k camera head, the image had turned into a color bar on the screen. The issue occurred during the therapeutic procedure (surgery). There was a 5-minute delay, and the patient was under general sedation at the time. The procedure was completed with the same device and there was no patient harm associated with the event.